Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
After completing the priming of a prismaflex m100 set, directly after connecting the patient, a blood leak was observed at the connection of the access line, heparin line, and replacement line. This leakage was not detected by the staff during priming. The staff tried to consolidate the set to return the blood to the patient. A new set was installed and a new treatment was then initiated. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a leak due to a hole on the access line (post-pump). The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.